Manufacturer narrative:
Type of follow up - device evaluation. Device evaluated by manufacturer- additional information the device was returned for evaluation and the report of "coil could not be detached with manual method" was not confirmed. As received, the implant coil was damaged and was not attached to the pushwire. The pushwire was found bent, knotted, and broken into three segments but was retained together by the release wire. The tack weld replacement (twr) crimp was found to be intact. The distal segment of the pushwire was bent and knotted in numerous locations. The coin was not located against the lumen stop and coil shield was found stretched. All other subassemblies appeared to be normal and no other anomalies were observed. The evaluation could not determine the cause of the event as the implant coil was already detached; however based on our analysis findings user context may have contributed to this event. The customer did not attempt a detachment with an instant detacher and did four attempts to detach the coil by the manual method (via hypotube). One break in the pushwire was consistent with the manual detachment method (via hypotube) as instructed in the axium coil instructions for use (IFU). In addition to the two breaks in the pushwire, the pushwire was found knotted, bent and tangled, and the coil shield was found to be stretched. It is possible that the damages occurred during shipping for evaluation, as the customer reported no damages to the pushwire at the time of the event. The pulled release wire likely led to the subsequent detachment of the implant coil. Note: per the axium coil instructions for use (IFU): the axium detachable coil consists of a platinum embolization coil attached to a composite implant delivery pusher with a radiopaque positioning marker and a hand-held i.d. (Instant detacher) which when activated detaches the coil from the delivery pusher tip. ¿if the coil does not detach after 3 attempts, discard the i.d. (Instant detacher) and replace with a new i.d. (Instant detacher). Also, in the rare event that the coil does not detach and cannot be removed from the implant delivery pusher, use the following steps for detachment. Grip the hypotube approximately 5 cm distal of the positive load indicator at the hypotube break indicator and bend the implant delivery pusher just distal to the hbi 180 degrees. Next straighten the pusher back, continue bending and straightening until the pusher tubing opens exposing the release element. Gently separate the proximal and distal ends of the open pusher. Then, under fluoroscopy, pull the proximal portion of the implant delivery pusher approximately 2-3 cm to confirm implant detachment per IFU.¿

Manufacturer narrative:
The axium coil was not returned for analysis; therefore, no definitive conclusion can be drawn regarding the clinical observation. However, the device is pending return. Upon receipt of the device and/or additional information a supplemental report will be filed.

Event description:
Medtronic received information that this coil can not be detached with manual method. The patient was undergoing coiling treatment of an irregular wide neck aneurysm located in the anterior communicating artery. It was reported that physician did not try to detach with instant detacher but tried four times with manual method but failed to detach. The physician withdrew the coil successfully. Another coil was used to complete the procedure. No patient complications were reported as a result of this procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.